Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The hcp reported that impedance measurements had not been taken and noted that they did not have the clinician programmer. The hcp stated that the patient claimed that intermittently he could feel stimulation jolting down both legs which was uncomfortable and made it difficult to walk. The patient also claimed that bladder control had not been as effective. The caller noted that they were an hcp at a county jail and were not familiar with the stimulators. The caller reported that the patient also claimed that the implantable neurostimulator (ins) was hurting at the incision site. The caller noted that the patient did not experience symptoms when the ins was off. The patient indicated that the jolting sensation did not occur with the ins off. The patient was using program 1 at the time of report and did not have stimulation turned on. The patient changed to program 2 and was feeling stimulation at the incision site at .1v. The patient then changed to program 3 and was feeling at the incision site at .35v. The patient reported that it was uncomfortable when they stand. The patient changed to program 4 and was feeling greater level of shocking. The issue was not able to be resolved by changing programs and the patient was feeling symptoms at low amplitude. The patient reported jolting with pain at the incision site and legs. Additional information was received from a hcp. The hcp reported that the cause of the loss of therapeutic effect, shocking/uncomfortable stimulation and pain was not yet determined. The hcp stated that an impedance check was performed and was normal. The hcp noted that they will get an anterior posterior and lateral x-ray. The hcp stated that the patient still continued to have pain at the pocket site and the device is off.